Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had hit elective replacement indicator (eri) earlier than what was expected. Additional information indicates that the physician felt that high pacing threshold had contributed to the battery depleting quicker. Further, after placement of the new rv lead, the physician was very pleased with the projected longevity on the new device. This crt-d was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, battery status was elective replacement indicator (eri). The device passed automated electrical testing. Further, device exhibited normal battery depletion (nbd) and was operating normally.